Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6). (B)(4).

Event description:
Two patients identified in a journal article were reported to have poor harris hip scores at 2 year follow-up. No further information has been provided and patient outcome is unknown.